Event description:
The following information was received by baxter global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA with supplemental information from a peritoneal dialysis nurse (pdn) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag 1.5%, 2.5% and 4.25% (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of the patient's peritonitis was the patient's cat that chewed on something. Dianeal therapy was ongoing. On 07nov2011, additional information was received by baxter product surveillance (ps) from the pdn as follows. The pdn confirmed that this peritonitis occurred on an unknown date in (B)(6) 2011, exact date of diagnosis is unknown. The patient was treated with antibiotics and was recovering. There was no exit site infection associated with the peritonitis. Additionally on 07nov2011 information was received by baxter global pharmacovigilance from a consumer from the USA with supplemental information from a pdn. The consumer stated that they do have a cat and that "he/she chewed on something that caused the peritonitis." The patient's spouse stated that "the hospitalization was sometime in (B)(6) this year." The pdn confirmed that on an unknown date in (B)(6) 2011, the patient was hospitalized for the peritonitis and on an unknown date in (B)(6) 2011, the patient was discharged from the hospital. The peritonitis was resolved. Concomitant medications were not reported. The pdn confirmed that the consumer's cat chewed on the pd tubing during therapy. Retraining was completed on keeping animals out of the room while doing therapy. The pdn confirmed the peritonitis was not related to peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed because the patient's cat chewed on a line, causing peritonitis. A review of all batch record documents was performed on potentially associated lots h11l19060 and h11k26026 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A label review pertaining to proper aseptic technique was performed. The instructions listed in the patient at home guide for the homechoice device state, "contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death."

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.